Manufacturer narrative:
The autopulse platform (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection was performed and no discrepancies were observed. A review of the platform archive was performed, and there were multiple user advisories (ua) 45 (shaft not at "home" position after power-on/restart), (ua)02 (compression tracking error ) and (ua)18 (max take-up revolutions exceeded) occurred during the event date on (B)(6) 2016; thus confirming the reported complaint. However, (ua) 42 was not observed in the archive. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any fault or error ua42 and ua18 indicating that the user was able to clear the error message. In addition, the load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. A run-in testing was performed using the 95% patient test fixture (lrtf) for 15 minutes without exhibiting any of the user advisory or fault. In summary, the customer's reported complaint was confirmed during archive review. However, the ua42 and ua18 error messages could not be reproduced during functional testing or simulated compression tests. No faults were observed. The autopulse platform passed all the testing and meets all required specifications.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed the user advisories (ua) 42 (compression tracking error) and (ua) 18 (max take-up revolutions exceeded) messages while the customer was trying to deploy the platform on a patient. The platform was unable to perform any compressions. No reported negative effect to the patient. No other information was provided.